Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope had foreign objects present at the light guide (lg) cover glass and in the operating section. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the identity of the foreign materials found could not be identified. It is likely that the reported leakage, resulted in incomplete reprocessing, thereby causing the foreign materials to remain in the device. However, the root cause of the reportable events could not be specified. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in lf-tp operation manual chapter 3 preparation and inspection. IFU states the preventative measures in lf-tp reprocessing manual chapter 7 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.